Event description:
A malfunction was reported on the pump, with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Technical support provided information to reset the pump, and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if the issue returned.